Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient experienced an incapacitation for 18 hours while he was laying on the ground with no food, no water or moisture and no insulin. The patient was taken by ambulance to the hospital and treated there (there is no information about the hospitalization or treatment received there). Patient said it is unknown what caused his incapacitation, it may have been due to low blood sugar and a 'huge dip downward' or he may have just passed out because of an atrial fibrillation. Due to his medical condition the patient stated he cannot remember any more details about the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.